Event description:
Reporter alleged obtaining a discrepant blood glucose result of 118 mg/dl back to back with a result of 461 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was feeling shaky when he obtained the readings and he took his normal medication afterwards. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.